Manufacturer narrative:
A device history record (DHR) could not be performed as the serial number of the lead was unknown. Additional information was not available. The root cause of the infection was unable to be determined. Related voluntary medwatch form received: mw5148883.

Event description:
It was reported that the right atrial (ra) lead was part of a system revision due to infection. The ra lead was explanted. There were no adverse patient effects reported.